Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the unit isn't working. He states the unit will turn on but not misting. He states the unit was making funny noises and then shut off.

Manufacturer narrative:
The device was returned and it was found that the compressor won't turn over.

Event description:
The end user states the unit isn't working. He states the unit will turn on but not misting. He states the unit was making funny noises and then shut off.